Event description:
Plate inserted for fx ulna on 6/29/96. Pt had acute onset of pain on 11/20/96, x-rays taken on 11/22/96 showed broken plate at the 3rd hole from the distal end. Pt had surgery to remove plate and it was replaced on 11/25/96. No other complications reported to date.